Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had a patella failure and didn't feel stable. Surgeon revised the patella.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a scorpio insert was reported. The event was not confirmed. The visual inspection indicated: "asymmetrical patterns of burnishing, scratching and third body indentations were observed on the articulating surface." "No remaining third body debris was observed." "There was no evidence of a white flake band on the insert that could indicate oxidation." -"damage to the distal surface included impressions of the surface textures from the tibial tray occurring during in-vivo service. Damage related to the removal of the insert from the tibial tray was also evident on the distal surfaces. Material deformation and wear was observed on the anterior surfaces of the tibial post." A material analysis was also performed. The report concluded: there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The device was returned for analysis, no manufacturing or material defects on the uhmwpe insert were identified. Additional information, including operative reports, progress notes and x-rays of the device are needed to fully investigate the event and the reason for the revision of the scorpio insert.

Event description:
It was reported that patient had a patella failure and didn't feel stable. Surgeon revised the patella.